Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to burning sensation, infection, urinary tract, pain, urinary retention and urinary urgency which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient with this neurostimulator has pain from a urinary tract infection (uti). The patient reported burning when they urinate, there's odor present, and their urgency has increased. The patient was educated on why making adjustments to their settings when an infection is present is not beneficial. The patient was advised to have their urine rechecked once they finish their round of antibiotics. Follow up was performed with the patient and was presented with program 1, level 3 stimulation. The patient reported not being able to urinate, hardly at all. It is a small volume and it only trickles out. The patient reported knowing their infection has cleared. The patient reported lower back pain as well. The patient's stimulation was reset, where they lightly felt it in their bottom. The patient was reviewed on short term improvement and what to look for. There were no additional patient complications.

Event description:
It was reported the patient with this neurostimulator has pain from a urinary tract infection (uti). The patient reported burning when they urinate, there's odor present, and their urgency has increased. The patient was educated on why making adjustments to their settings when an infection is present is not beneficial. The patient was advised to have their urine rechecked once they finish their round of antibiotics. Follow up was performed with the patient and was presented with program 1, level 3 stimulation. The patient reported not being able to urinate, hardly at all. It is a small volume and it only trickles out. The patient reported knowing their infection has cleared. The patient reported lower back pain as well. The patient's stimulation was reset, where they lightly felt it in their bottom. The patient was reviewed on short term improvement and what to look for. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).